Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: at analysis it was noted that the device was received in good cosmetic and mechanical condition, its lower case was cracked, both bail attachments were missing, the battery drawer was damaged, it failed an atrial heart wire test at incoming testing and the battery contacts were contaminated. All found defective parts were replaced and all other identified issues were resolved, the main board was calibrated and the battery contacts were cleaned. The device then passed all tests, with no visual or electrical anomalies, the device conformed to specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned for service and repair and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.